Event description:
Customer called lfs in 05/02 alleging their meter was reading inaccurately high. Customer stated that on the morning of 2002 patient tested their blood on their meter and obtained a reading of 247 mg/dl. Pt took 2 units of insulin based on that reading and ate breakfast. Pt went to the clinic immediately after to the clinic for routine blood work due to a kidney transplant 6 years ago. Pt felt as though, "there was something very heavy on pt's head". Pt was sent to the ER immediately because of high blood pressure reading. At the ER a blood sugar test was run with a result of 35 mg/dl as well as a blood pressure test. Pt was treated with glucose to bring their sugar back up and released. The meter has been replaced. No further information has been reported.